Manufacturer narrative:
Additional information: h3 and h6. The reported field event of premature battery depletion was confirmed. Upon receipt, the device arrived in its original packaging and was unable to communicate with programmers in the lab. The cause of the loss of communication was determined to be premature battery depletion. A manufacturing investigation revealed the cause of the premature depletion was due to high current draw, isolated to a capacitor anomaly.

Manufacturer narrative:
Device evaluation has begun, but is not yet complete. The investigation results will be provided in the final report.

Event description:
During preparation for the initial implant procedure, an error message was displayed on the programmer when the device was interrogated prior to removal from the packaging. The error displayed ¿an unexpected device condition has occurred¿ and the device was found to be at elective replacement indicator (eri) and end of life (eol). The device was not removed from the packaging or used in any way. Another device was chosen and successfully implanted. There were no patient consequences due to this event.